Event description:
Follow-up information was received from the clinic that confirmed the patient was seen in-office and the device setting was reprogrammed back to dual chamber rate responsive (dddr) at 45. The nurse also noticed that the mode switch needed to be enabled and it was turned on.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead (B)(6) 2013. 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that the heart rate was confirmed at 40 and the legs felt heavy when walking. The patient was presented to the emergency department. The device was checked and the low rate was reprogrammed from 45 to 60. The next day, the patient felt lousy with a heart rate of 99 bpm at rest. The device remains in use. No patient complications have been reported as a result of this event.